Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operative rupture of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported since this was an emergent event. During the index procedure all stent grafts were deployed successfully; however, at the end of the procedure the patient suffered an mi. Chest compressions were administered multiple times; however, the patient expired. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death). Patient¿s condition affected effectiveness of device (pre-operatively ruptured aneurysm). Unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm). Evaluation: conclusion: known inherent risk of a procedure (death). Device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm). Off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).